Event description:
Disposable scalpel from angiopack was checked by the scrub personnel immediately prior to procedure for appropriate function without noted problem. During the case, the physician used the scalpel and attempted to retract the blade which fell apart into 2 pieces. No patient or staff harm noted. Manufacturer response for angiography pack, angiography pack (per site reporter): reported to medline customer service representative. Email confirmation to be sent with instructions.